Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited residual liquid or foreign material that came out of the channel tube and a chipped adhesive on the bending section rubber. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of the chipped adhesive: degradation. A definitive root cause could not be identified for the malfunction of foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.